Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit. The fse found "iab failed to inflate," "autofill failure", "fill fail - iab disconnect" messages entries in the fault logs. The fse verified the problem, iabp would not initiate patient interface module (pim) tests and found leaking pim. To fix the issue, the fse replaced the patient interface module, and verified proper iab fill and balloon operation. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to inflate the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.